Event description:
Reason for revision: loosening.

Manufacturer narrative:
Conclusion and justification status: following investigation by bioengineering, notification was received that: root cause: it is unlikely there is a manufacturing fault that caused this complaint. It is likely in this case that an unknown combination of several factors occurred ¿ such as patient factors, surgical procedure, surgical process and implant design. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further.

Manufacturer narrative:
This complaint is still under investigation. Device not returned.